Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the clip did not deploy. However, the nature and cause of how the clip did not deploy is unknown. Another resolution clip was used to complete the procedure. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed. No patient complications have been reported as a result of this event. Additional information received on (B)(4) 2015. It was reported to boston scientific cooperation that a resolution clip was used during a colonoscopy procedure performed on (B)(6) 2015. According to the complainant, while unpacking it was noticed that the coil was already kinked and when the sheath was pulled up the clip was limply hanging at the tip of the catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the clip did not deploy. However, the nature and cause of how the clip did not deploy is unknown. Another resolution clip was used to complete the procedure. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed. No patient complications have been reported as a result of this event.